Manufacturer narrative:
Information received on 09/15/2021, indicating that this MDR was reported on MDR ref. No.:3010536692-2016-01047

Manufacturer narrative:
This incident is a duplicate event of the manufacturer report number 16070247. Please void the report.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to aseptic loosening femur revision njr number: (B)(4). Side: r. Primary asa: p2 - mild disease not incapacitating.